Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, dry mouth, frequent urination. A patient reported they were not able to get any readings. Their meter allegedly had no power. The result on their meter was: no result. The result on the: none. The time difference between patient's meter and: no comparison. Treatment was: not treated. No further info has been reported.